Event description:
It was reported that pump experienced malfunction with non-resettable malfunction alarm and button or charging issue, and no notable events occurred prior to the problem. There was no reported impact to the customer¿s blood glucose level, as the caller declined to provide information. Customer planned to use multiple daily injections as backup therapy, and technical support arranged pump replacement under warranty, confirmed shipping address, instructed customer to let pump battery fully deplete, advised customer to reprogram pump settings and reconnect continuous glucose monitor on replacement pump, and directed customer to return malfunctioning pump using prepaid label within 10 days, which customer understood and acknowledged.